Event description:
High electrolyte results were obtained on advia 2400 instrument. The customer noticed that all the results were high and repeated the electrolytes on another advia instrument. The initial results were reported out. Corrected reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant electrolyte results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant electrolyte results was a loose fitting at the buffer bottle. The fse tightened the fitting. The instrument is performing within specifications. Further evaluation of the device is not required.